Manufacturer narrative:
(B)(4)

Event description:
The customer stated there was an ongoing issue of contamination of the ca2 calcium gen.2 reagent on the reagent b rotor and precipitate build up on the reagent cassette. The issue affected the results for qc and patient samples. Data was provided for one patient sample that had been processed by the modular preanalytic analyzer (mpa) and tested in a sample cup. The initial result was 5.7 mg/dl and the repeat results on a different cobas 8000 c 702 module were 6.9 mg/dl and 7.0 mg/dl. The repeat results were believed to be correct. The erroneous result was reported outside of the laboratory. There was no inappropriate treatment given to the patient and no adverse event was reported. The reagent lot number was 27022701 with an expiration date of 31-oct-2018. The field service representative found reagent precipitate adhering to the probe and reagent crystals on the reaction cell covers. He adjusted the reagent bottle opening away from the vent as he suspected the precipitate from the bottle opening was making contact with probe. He physically repositioned the probe mechanism to achieve proper positioning. He performed a system inspection and found the gear pump/water pump and vacuum pump were all within specifications. He ensured all reagent probes were straight and performed reagent probe adjustments horizontal and vertical. He inspected the analyzer every hour and no visible build up occurred after six hours. Qc performed every four hours was in range. Follow up with the customer confirmed they had no further issues after the service visit.